Event description:
The quality manager at protheos (distributor), reported for her customer, (B)(6) hospital , that "the trochanteric plate fractured."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.